Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, believed the infusion site was compromised, observed insulin drops at the end of the tubing, and transitioned to backup subcutaneous insulin via pen while planning to change infusion supplies at home. Symptoms included elevated blood glucose above 300 mg/dl. Outcomes included self-management without medical intervention or hospitalization. Investigation included a system check that passed, user troubleshooting and education, and review of available device function. Investigation of this case revealed evidence consistent with loss of delivery at the infusion site or disconnection, with no device alerts or alarms reported. It was concluded that the event was consistent with hyperglycemia of unclear cause, likely related to infusion site or tubing integrity rather than a systemic device malfunction.